Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient's husband called 911 because the cgm was reading low but when they checked a manual test her bg was 314 mg/dl. No medication was taken. The husband stated that the patient felt combative and like she was unable to perform tasks/activities. She remained conscious and was taken to the emergency room (ER). The husband stated that she was dehydrated and was given an unspecified medication to raise her potassium level. She remained hospitalized overnight. At the time of follow up her bg was stable and she had no further issues with her cgm. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.